Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03340. It was reported that the patient was feeling stimulation at the ipg site. X-rays revealed that the leads had migrated to the ipg site and were wrapped around the ipg. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-03340. Additional information received indicates that the patient underwent surgical intervention in which the leads were explanted and replaced. Effective therapy was established post-operatively.